Manufacturer narrative:
It was reported that the patient was revised to a depuy corail stem. The patient-specific stem was not able to get fully seated and sat about 6-7mm proud while also adding additional leg length. The main factor for the revision was significant scoliosis and pelvic obliquity in the patient which wasn't fully appreciated by the office x-rays, I-view, or the surgeon preoperatively. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient was revised to a depuy corail stem. The patient-specific stem was not able to get fully seated and sat about 6-7mm proud while also adding additional leg length. The main factor for the revision was significant scoliosis and pelvic obliquity in the patient which wasn't fully appreciated by the office x-rays, I-view, or the surgeon preoperatively.